Event description:
A breast biopsy was made using the en-bloc system. The biopsy resulted in an empty basket (no tissue obtained) and "a lot of blood". As post stereo images revealed no mammographic evidence of supsected lesion, the dr realized he may have biopsied a "pseudo aneurysm", a large aneurysm of a blood vessel. During the procedure, the pt received a "quarter sized" skin burn. The wound was debrided by the physician and is healing satisfactorily at the 4 week follow-up.

Manufacturer narrative:
Device could not be evaluated as product was not returned to neothermia for examination and testing.